Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Patient reported "inform me whether this implant belongs to the biocell series and if it is affected by the recall? I have been experiencing hardening for years, and there is a noticeable dislocation of the breast, which persists even after the implant replacement". Later patient reported "the breast is visibly higher, giving the impression that the implant has shifted, also feels much harder and there is a general feeling of a foreign body, I still have the same problem". This record is for the right side. Device remains implanted.